Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tech states the provider states the arm on the spreader bar is broken, the bolts that hold the head tube on the frame is constantly breaking. Provider states the end user alleges replaces with the grade a bolts and the bolts break as well.